Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed inadequate bond of the posterior valve to the patch. Update/correction to sections b4, b5, d6b, d9, g3, g6, h2, h3, h6 and h10.

Event description:
Deflation resulting in explantation.

Event description:
Alleged deflation.